Event description:
Dense adhesions, small bowel obstruction. The pt is a 36 y/o female with a history of 6-7 cryo-laparotomy and a hysterectomy approx 6 years ago. She also has had previous intermittent small bowel obstruction and chronic pain. On 1/14/98, the pt underwent adhesiolysis from "the pyloris to the anus." During surgery the bowel was bathed with tissusol and a bacitracin/gentamycin irrigation solution which was suctioned off prior to closure. At closure approximately 30 ml of hyscon was applied and 5 sheets of seprafilm over the bowel and under the midline incision. In the first 5 days post-op the pt did well and bowel function appeared to returned to normal. On post-op day 6 , the pt experienced some vomiting. On post-op day 7-8, vital signs were normal; however, the pt abdomen felt firm and she experienced abdominal pain. The physician suspect ileus. On day 9-10, a contrast dye showed small bowel obstruction with a thicken of the intestine wall. At post-op day 15, the surgeon reopened the pt and found what was described as "cement belly." He closed the pt without getting into the abdominal cavity. The pt is currently hospitalized with an ng tube. The pt has no known drug or food allergies. The reporting physician feels that the pt had some type reaction to seprafilm.